Event description:
The customer reported a burning smell. However, the fse noted, "mobile not working at all following burning smell," (loss of functionality). There is no death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.